Event description:
Customer alleged she is catching arm of the chair on the walls of her apartment. Also, customer alleged when turning or going forward, the joystick has a delayed start. Minor injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model m41sr20b, serial number/date code (B)(4) is approximately 2 years 2 months old. The owner's manual part number 1143206 rev g (feb-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female, and weighs (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that the power chair allegedly would not hold a charge after it had been charged all day long. In addition, the arm on the unit is in need of repair. The consumer also stated that when she would try to make a turn, the unit would not turn. The consumer has allegedly driven into her hospital bed and sustained injury to her shins and ran her feet over. On a separate occasion, the consumer stated that the unit lost power going up an incline and her husband had to push the chair manually. The consumer has not received medical attention for the alleged injury. The pharmacy, where the power chair was purchased, stated that they serviced the chair approximately year ago. The pharmacy technician went out and assessed the unit, ordered batteries and an arm. The consumer moved to (B)(6) and has no way to get to the dealer, located in (B)(4), for the repairs and the dealer is refusing to travel to the consumer. The batteries and joystick were ordered in (B)(6) 2011 and are currently in storage. The dealer conveyed that the consumer's complaint was that the unit was not working so she is not clear how she was injured. There was no other service calls made on this unit besides the request for replacement of batteries and joystick. Invacare called a local dealer in the allentown, pa area and they agreed to facilitate the repairs. Invacare is not going to have the previous dealer ship the parts to (B)(4) as the batteries are from 2011. Invacare will go ahead and ship the parts directly to the dealer in (B)(4). We will order replacement parts; joystick and batteries. The joystick will be returned for an evaluation.